Event description:
Site had been tapped as it is recommended in the IFU. However, the screw shattered upon insertion into the femoral tunnel. All visible particulate was removed from the patient. There was no patient injury or procedural delay reported. At the time of this report no damage to the graft has been reported.